Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a defective u5 chip. Functional testing and receiver download were unable to be performed due to the receiver not turning on. The reported event of unexpected receiver shut-down could not be determined. The root cause could not be determined.